Manufacturer narrative:
(B)(4). Date sent: 12/07/2022. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a gastric bypass procedure, it was identified that the tip of the cannula was broken at the end of the surgery. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was received: please provide more details, did any pieces fall into the patient? If yes, were they retrieved? No, there were no fragments of the cannula lost in the cavity, the seller informed that the cannula was cracked, without fragments. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.